Manufacturer narrative:
The complaint investigation was performed for false elevated architect ca 19-9xr results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 14030m800. Return testing was not completed as returns were not available. Complaint searches determined that there is normal complaint activity for the lot 14030m800. The tracking and trending review identified no trends for the product related to the issue. The historical performance of reagent lot 14030m800 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 14030m800 is inside the established control limits, which indicates acceptable product performance. The device history record review determined no non-conformances or deviations were identified for lot 14030m800. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 14030m800 was identified.d: suspect medical device: d4 - catalog no: = previous:02k91-32 / updated to: 02k91-39.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
Reportability rationale. The customer reported false elevated architect ca19-9xr initial result for one patient. The customer provided the initial result = 103 u/ml, repeat = 3 u/ml. It is unknown if this patient is being monitored for pancreatic cancer. There was no impact to patient management reported.